Event description:
It was reported that during an atrial fibrillation procedure a crbs polarx fit balloon cath st was selected for use. During the first cooling, the error message "sn (B)(6): the console detected blood in the catheter" was displayed. The cooling was stopped and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.